Event description:
Customer reports obtaining a result of 235mg/dl on her device while the dr's device read 115mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.